Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. In addition, tt was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.